Event description:
In 2004 - a dental implant was placed in tooth location #18. Subsequently, the pt was experiencing numbness. About 1 month later - the implant was removed. Four months later - the clinican was contacted. He stated "the numbess appeared to subside and the pt is doing well".